Event description:
In 2020, (B)(6) began suffering with adult onset asthma and seeing a pulmonologist who was concerned about the severity of the asthma and the unknown cause and late onset of the asthma. He was receiving asthma injections of xolair that were very expensive and not very effective. In (B)(6) 2021, (B)(6) was diagnosed with pancreatic cancer. Both of these conditions have been discussed in the recall of the philips CPAP machine that he had been using since (B)(6) 2018. I am concerned that the philips CPAP machine may have contributed to his death on (B)(6) 2021. Passed away from pancreatic cancer on (B)(6) 2021. FDA safety report ID # (B)(4).